Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 6 tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-jan-2025. Investigation summary: bd received seven (7) samples and one (1) photo for investigation. The evaluated photo shows the customer¿s failure mode of underfill as the meniscus of the specimen is below the etched fill line on the tube. Seven (7) samples were inspected with no issues identified. A functional test was performed on these samples, and all tubes were within specification limits. Additionally, 100 retained samples were inspected with no visible defects found. A functional test was also performed on 10 retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 6 tubes were underfilled. There was no health impact or consequences reported.